Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #:(B)(4), description: linear st lead, 50cm; model#: sc-4318, lot #: 19105080 description: clik x anchor. Additional information was received that the patient underwent an explant procedure and csf leak was noted at the time of implant. No device malfunction suspected. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore, a failure analysis of the complaint could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had a cerebrospinal fluid leak. Drainage was noted. The patient will undergo an explant procedure.

Manufacturer narrative:
Lot #/model #: other # field is populated with the di number. Expiration date: ni.

Event description:
A report was received that the patient had a cerebrospinal fluid leak. Drainage was noted. The patient will undergo an explant procedure.